Manufacturer narrative:
UDI: (B)(4). Initial reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by netherlands that during service and evaluation, it was discovered that there was damaged component to the blades on the attachment device. It was further determined that the device had a defective bearing and that no drills / milling cutter devices could be inserted. It was further determined during the pre-repair diagnostics assessment that the device failed for cutter insertion and vibration. It was noted on the service order that the drill bit device fell out of the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.